Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: the eclipse needle would not close". Additional customer information 03/15/2021: "the shield did not break off, it wouldn't snap shut. He first thought was to dispose the exposed needle sample collection was completed".